Event description:
It was reported that patient's spinal cord stimulator lead had impedances. It was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.